Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry reagent probe b on the unicel dxc 800 pro synchron clinical system was leaking. The leak was contained within the instrument. The customer was wearing a lab coat, gloves, and goggles at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. Service was dispatched on (B)(4) 2012. Bec field service engineer (fse) confirmed that the cartridge chemistry reagent probe b was leaking. The fse found that the debris was preventing proper operation of the valve that controls the wash to the collar wash. The fse cleared the debris from the valve. Service activity performed was verified per established procedures, and the results met published performance specifications.